Manufacturer narrative:
(B)(4). Results: (arterial occlusion). Results & conclusion: (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.6 cm abdominal aortic aneurysm approx one month ago. The aortic neck had mild calcification, moderate tortuousity and measured 12 mm in length. The iliac arteries had severe tortuousity. It was reported that the final angiogram revealed a proximal type I endoleak (ref MFR# 2953200-2011-00874) and this was attributed to the aortic neck angulation. The decision was made to repair the type I endoleak with an endurant aortic cuff; however, during deployment of the aortic cuff the renal artery was inadvertently partially covered due to the angulation of the aortic neck. A 6 mm x 27 mm balloon expandable covered stent was implanted in the renal artery and successfully restored blood flow to the kidney. No add'l clinical sequelae were reported, and the pt is fine.